Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that during procedure, upon clot retrieval, the balloon (subject device) was leaking and not stopping the blood flow. There was no adverse consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The product was not returned, therefore physical and functional tests could not be performed. There are many potential root causes for the as reported event, however a review and analysis of all available information cannot determined the exact cause for the balloon leak.

Event description:
It was reported that during procedure, upon clot retrieval, the balloon (subject device) was leaking and not stopping the blood flow. There was no adverse consequences to the patient.